Manufacturer narrative:
(B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for analysis. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported via twitter that the physician has moved away from using the v14 wire in pedal. "Too many broke". Additional information revealed the tip of the v-14 broke off in the patient's foot. The patient's current condition is fine. The physician reports "this happens all the time" and "it has happened to him dozens of times."